Event description:
Cracked, loose in mouth/heads snapped off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush refill head snapped off/cracked/was loose in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
On 31-aug-2023 case update: based on an updated assessment provided by our customer representatives, no reportable event has taken place to the consumer. Hence the actual initial MDR is obsolete and no longer needed.

Event description:
Cracked, loose in mouth/heads snapped off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush refill head snapped off/cracked/was loose in their mouth. No injury was reported. On 31-aug-2023 case update: based on an updated assessment provided by our customer representatives, no reportable event has taken place to the consumer. Hence the actual initial MDR is obsolete and no longer needed. No injury was reported.